Manufacturer narrative:
Date sent: 08/11/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a coronary artery bypass graft. The device was being used and the clips were loaded crooked and the clips were malformed. Another device was used to complete the case. There was no adverse consequence to the patient.